Event description:
Consumer wanted to know if the product tongue and cheek cleaner was suppose to fall off. Update: (B)(6) 2018 consumer clarified, it is the elastomer pieces that had come off. All 4 pieces came off. Toothbrush was new, had only been used for 2 weeks. Consumer did not want to return the brush.